Event description:
It was reported that during implant the proximal coil was stuck at the 7f sheath tip. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of lead insertion anomaly was confirmed in the laboratory. The lead was obstructed at 40.8 cm from the connector pin and the lead outer diameter at this area was measured out of specification. The anomaly found at this area was consistent with that occurring at the time of manufacturing.